Event description:
I had cypass stent placed in my eyes in (B)(6) 2018. On or about (B)(6) 2018, my left eye pressures would go from 3 up to over 50. I was in terrible pain. Went to my eye doctor, dr (B)(6), at (B)(6) in (B)(6) several times where he had to put drops in my eye for hours to get the pressure down. On one visit he had to put a needle in my eye to release the pressure. I was told the stent was leaking fluid back and forth and that is why my pressures would go down to 3 then shoot up to over 50. Dr (B)(6) finally called another eye surgeon, dr (B)(6) of (B)(6), and dr (B)(6) did emergency surgery on (B)(6) 2018 to remove the cypass stent. I still have the stent in my right eye but I am worried about it now that alcon has recalled the stent. My eye dr thinks it is okay to leave it in but I worry constantly about it and may get another consult to see if I can have it removed. I don't want to go blind in 5 yrs.